Event description:
It was reported that during a biliary procedure to treat bifurcated lesions in the iliacs, no pre-dilatation was performed. Two omnilink delivery systems were used simultaneously, but after the stents were deployed, one of the balloons would not deflate. The indeflator was exchanged for a 60cc syringe; however, the balloon still would not deflate. The physician even attempted to rupture the balloon, but the balloon did not rupture. The pt was taken to surgery to remove the balloon.